Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Lot# -it is unk which lot number is associated with the clip detachment (71228u132, 80205u135, 71107u185). The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed since the implanted mitraclip detached and embolized into the right coronary artery resulting in myocardial infarction. It was reported that on (B)(6) 2018, the patient presented with degenerative mitral regurgitation (mr) grade 4 and bi-leaflet prolapse with a dilated annulus. Reportedly, the procedure was complex. Three mitraclips (lot numbers 71228u132, 80205u135, 71107u185) were implanted without issue, reducing the mr to grade 2-3. On (B)(6) 2018, one of the implanted mitraclips had detached from the leaflets and migrated into the ostium of the right coronary artery. The patient experienced a myocardial infarction. Mr increased to grade 4. It is unknown which of the three implanted mitraclips detached and migrated. Surgery was performed as treatment. Hospitalization was prolonged. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). It could not be confirmed which of the three clips was related to this event; therefore, the lot history record reviews are provided for all three clips. The results are as follows: part / lot: cds0502/71228u1/32, UDI number: (B)(4), date of manufacture: 28-dec-2017, expiration date: 28-dec-2018. Part / lot: cds0502/80205u1/35, UDI number: (B)(4), date of manufacture: 06-feb-2018, expiration date: 06-feb-2019. Part / lot: cds0502/71107u1/85, UDI number: (B)(4), date of manufacture: 07-nov-2017, expiration date: 07-nov-2018. The devices were not returned for analysis. A review of the lot history record for all three devices identified no manufacturing nonconformities issued to the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the complete clip detachment (ccd) appears to be due to a combination of patient morphology/pathology (bi-leaflet prolapse with a dilated annulus) and user technique/procedural circumstances of difficult visualization. Additionally, the reported poor image resolution issue was associated with the imaging being challenging. The reported mitral regurgitation (mr) and embolism resulting in myocardial infarction appear to be due to complete clip detachment. It should be noted as the reported patient effects of worsening mitral regurgitation, emboli (mitraclip device) and myocardial infarction, as listed in the mitraclip nt system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filled medwatch report, additional information was received: during the (B)(6) 2018 mitraclip procedure, the image quality was bad and it was difficult to visualize the mitraclips. The patient had surgical mitral valve replacement and the migrated mitraclip was removed during surgery. Reportedly, the patient is in good condition.